Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited erosion with infection. Reportedly, the infection was due to exposure of the device. As of this time, all available information indicates that the device and leads were still in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).